Manufacturer narrative:
The delivery system was returned to edwards for evaluation. Visual inspection revealed an inflation balloon burst, minor compression on the distal end of flex shaft close to the flex tip and a slight bend at the proximal end of the balloon shaft likely due to packaging. No other abnormalities were observed on the delivery system. No functional testing was able to be performed due to the condition of the returned device (balloon burst, sheath damage). Double wall thickness measurements were taken along the inflation balloon tear. All measurements met specification. During manufacturing, all balloon catheters undergo multiple 100% inspections. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint for balloon burst was confirmed. Review of the manufacturing mitigations, DHR, lot history, and complaint summary did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Per report, ¿the balloon burst was attributed to the patient¿s annular calcification and the ¿canted position¿ of the valve upon initial deployment¿. Based on the reported calcification, it is suspected that the failure mode is likely due to patient factors (calcification). Based on the returned condition of the devices (balloon burst and tear/damage on the sheath), the complaint was confirmed for withdrawal difficulty. Available information supports that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. No manufacturing non-conformities or IFU/labeling inadequacies were identified. A review of the complaint history for (B)(6) 2016 revealed that the occurrence rate does did not exceed the control limits for these trend categories. No corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during the transfemoral tavr procedure, during valve deployment, the delivery system balloon ruptured. The valve was stable in the aortic annulus in the desired position but upon echo assessment, moderate paravalvular leak (pvl) was observed. Upon retraction of the delivery system, the device was unable to be removed through the original sheath, therefore the sheath and delivery system were removed as one. A new sheath and delivery system were prepped (the delivery system balloon was prepped using nominal volume) and inserted into the original access site. The delivery system balloon was placed within the 29 sapien 3 valve and during rvp, it was inflated to its nominal volume. Echo assessment post dilation revealed trace/none pvl. The patient left the operating room in stable condition. The balloon burst was attributed to the patient's annular calcification and the ¿canted position¿ of the valve upon initial deployment, which was believed to have caused the stent strut to puncture the balloon.